Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 21442763 / 21488247. Model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-4318. Batch/lot number: 21443637. Model/catalog description: clik x anchor sterile kit. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg, leads and clik anchor revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation and pain at the pocket site. The patient underwent an explant procedure and was doing well postoperatively.